Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through several corrective actions, including disconnecting the tubing, tightening connections, and delivering boluses. Despite recurring occlusion alarms, a final bolus was completed successfully, and the customer was advised to replace supplies and resume normal insulin therapy.